Event description:
It was reported that a review was requested of stored atrial tachy response (atr) episodes in this pacemaker. Technical services (ts) reviewed the information and noted that there was an inappropriate atr mode switch as a result of far-field oversensing on the atrial channel. Device reprogramming options were provided. This device remains in service. No adverse patient effects were reported.